Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
The plastic cone protector was defective when opening the package so they could not use the product. A replacement product was opened instead.

Manufacturer narrative:
An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: one lug of the returned spigot is broken. The missing part ¿ end of the lug- was not returned. Even if this part is missing, we can see that the lug was bent due to the angle between the body of the spigot and the bottom part of the lug. The second lug is also bent as it is not perpendicular to the body of the spigot. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to lisi.

Event description:
The plastic coneprotector was defective when opening the package so they could not use the product. A replacement product was opened instead.